Manufacturer narrative:
To date the implant inserter has not been returned for investigational review. When the reported event occurred the instrument may have been in service for over 2.3 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Customer complaints review showed previous complaints but there were no indications that this instrument has a design or material deficiency. The summary of complaints is as follows: 2 - broke/cracked/damaged. The root cause for the initial problem cannot be determined with confidence as the instrument was not returned for investigational review. No containment of inventory required, material or design issues cannot be identified.

Event description:
Instrument failure - the surgeon was performing a reverse total shoulder procedure when the screw in the altivate impactor handle broke upon impaction. The case was without incident until the surgeon impacted the stem into the humerus. As he was hitting the impact plate of the handle, the retention screw loosened, thusly allowing additional forces to act upon the screw. The balance of the screw was left in the implant (530-12-108). The surgeon dictated the incident in his notes.